Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support reviewed the t:connect logs and found that the fill tubing was performed twice; the customer alleged that the fill tubing was completed the second time without customer interaction. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 195 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.